Event description:
It was reported that the patient did not have therapy after revision surgery for a suspected catheter disconnect; the catheter issue was not clearly identified at surgery. The infusion rate of the baclofen pump had been incrementally increased up to 125 mcg/day. The patient returned to surgery in 2008, where it was noted that the patient had developed a fluid collection at her spinal incision site. It was also noted that the catheter had scar tissue that had formed around the exit site. The hcp theorized that the patient was getting medication, but that the cerebrospinal fluid was leaking around the outside of the catheter as a good seal had not formed around the catheter. This caused collection of drug and csf at the spinal incision site. The scar tissue was removed and the hcp ordered a bolus with the catheter out of the intrathecal space. After visualizing on two separate occasions that medication was being pushed through the catheter via the two single boluses, the boluses were aborted and the existing catheter was placed into the spinal cord via a laminectomy. The pump was started at 70 mc/day of lioresal 1000 mcg/ml. Final patient outcome was not reported.

Manufacturer narrative:
Results - used for the catheter.